Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a separation between the main body and twist clamp on the photos provided; the occlude feet are broken. The reported condition was verified. The cause of the broken occlude feet could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body (light blue) separated from the twist clamp of a transfer set. This issue occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however the patient was prescribed prophylactic antibiotics. The transfer set was replaced. No additional information is available.